Manufacturer narrative:
Concomitant medical products: w4tr02, crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was programmed off and replaced. No further patient complications have been reported as a result of this event.